Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that he had a severe hypoglycemic episode while driving and he wrecked his car. The blood glucose reading was not reported. The customer was treated by the ambulance and taken to the emergency room. The customer reported a small cut on the back of his ear. Nothing further was reported.